Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) had a questionable episode, assumed to be an inappropriate shock. Technical services (ts) reviewed and noted the episode had the appearance of air bubbles or a connection related issue. Ts recommended x rays to troubleshooting. It was noted there was quite a bit of swelling around the s-ICD area. This electrode and s-ICD was implanted approximately a week and a half prior. The health care professional (hcp) would discuss with the physician.